Manufacturer narrative:
Based on the provided information, the femoral head did not contribute to the event. The event was reported for a fractured liner and there is no allegation of failure against the head. The material analysis concluded that metal transfer markings were observed on the articulating surface of the ceramic head, likely from interacting with the trident alumina insert. A metal transfer ring was present indicating correct seating on the stem trunnion. No material or manufacturing defects were observed on the surfaces examined. A review of the provided information by a clinical consultant indicated that cup malposition in high anteversion contributed to impingement between stem/neck and cup rim causing point contact with extreme overload in the ceramic bearing resulting in a ceramic liner fracture. These effects were aggravated by the morbid obesity of patient.

Event description:
It was reported that the patient underwent a left total hip revision due to ceramic liner breakage. The head and liner were exchanged.

Manufacturer narrative:
The catalog number and lot code were not provided. The device was reported as an unknown femoral head. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that the patient underwent a left total hip revision due to ceramic liner breakage. The head and liner were exchanged.